Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Initial reporter: the physician's phone number is (B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 1, 2016 that an ultraflex¿ tracheobronchial distal release stent was to be used in the bronchus to treat a malignant stricture during a bronchoscopy procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure using a flexible bronchoscope, the physician placed a jagwire and inserted the ultraflex tracheobronchial stent. The physician started deploying 50% of the stent when the catheter bowed towards the trachea. The physician could not reposition the stent back to the bronchus. The partially deployed stent was removed and the procedure was not completed because another ultraflex tracheobronchial was not available. Reportedly, the patient was sent for radiation therapy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.